Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient underwent an initial rns system implant procedure on (B)(6) 2025. Postoperatively, the surgeon identified the presence of an epidural hematoma at the implant site and on (B)(6) 2025, a surgical evacuation of the hematoma was performed. No residual neurological sequalae was observed.